Manufacturer narrative:
The alleged event was confirmed by the servicing team. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cause of the failure was the heater plate that failed to initiate the heating process. The cycler's safety systems functioned as intended and prevented the device from proceeding to the next therapy step. An investigation of the product history records was conducted. There were no issues identified with the heater plate during the manufacturing process. No patient injury or adverse outcome was reported.

Event description:
Peritoneal dialysis patient reported to technical support that during the bag heating process, the cycler didn't advance to the next step. The patient completed treatment with continuous ambulatory peritoneal dialysis with no complications. The device was replaced.